Event description:
It was reported that the programmer would not boot up, that it generated an error of "serious programmer issue." The programmer was returned for service. There was no patient involvement.

Event description:
It was reported that the programmer would not boot up, that it generated an error of "serious programmer issue." The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 229047 software analyzer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer generated an error and was unable to boot and therefore the hard drive was reimaged and the software reloaded. Analysis also found that the tabs on the power cord bay door were broken and the power cord bay was replaced. Concomitant product: product ID 229047 software analyzer. (B)(4).